Event description:
It was reported and through investigation that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, 11 months due to unknown reason. The procedure was performed with a non-edwards transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
B7: patient with a history of severe aortic stenosis s/p avr with root enlargement (2014 ), htn, chronic afib s/p watchman, dyslipidemia, cva, peptic ulcer/recurrent ugi bleed. Osa- CPAP, asthma, hypothyroidism, cholecystectomy, morbid obesity, and chronic heart failure nyha iii. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 9 years, eleven months due to severe aortic stenosis. The patient presented with acute on chronic heart failure. The tavr procedure was successfully performed with a 26mm non-edwards valve (evolut). The patient was taken to the recovery area in satisfactory condition and discharged on pod #1.